Event description:
Patient had lagb system implanted in 2002 and experienced loss of restriction. The physician diagnosed leakage in the tubing. It was discovered during the procedure that the patient had an infection at the access port site. The access port was removed and will be replaced when the infection at the port site is resolved.